Manufacturer narrative:
"Other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, the patient underwent an endovascular treatment of bilateral common iliac artery aneurysms using gore® excluder® conformable aaa endoprosthesis, gore® excluder® aaa endoprostheses, gore® excluder® iliac branch endoprosthesis and gore® viabahn® vbx balloon expandable endoprosthesis. Procedure: the right internal iliac artery was embolized. Then, an iliac branch component was implanted in the left limb. Gore® viabahn® vbx balloon expandable endoprosthesis (vbx) was implanted in the left internal iliac artery. A stent (luminex) was implanted to reinforce in the overlap site between ceb and vbx as the length of the overlap site was less than 20mm. An aorta extender endoprosthesis was implanted to cover the inferior mesenteric artery. When the physician prepared the trunk ipsilateral leg and attempted to advance the catheter of it on a guide wire, before the catheter was inserted into the patient body, the physician noticed that there was a gap between the leading olive and the constrained stent graft (see a photo in incoming e-mail). This trunk ipsilateral leg was used and implanted successfully. Then, a bridging device (plc271000j) and a contralateral leg in the right limb (plc121400j) were implanted. A junction area between the bridging device and the ceb was constricted due to the patient anatomy, the ballooning was performed and it improved. The right leg at the terminal aorta (plc121400j) was narrow due to the patient anatomy as well and a bare metal stent was implanted in there and pta was performed. The right leg at the terminal aorta was expanded. When an angiography was performed to bilateral access vessels, there was localized dissection at the distal edge of the right leg (plc121400j). A stent was implanted preventively. The patient tolerated the procedure.